Event description:
During walking, noise on pt's hip. Since this event, the noise is always there. Revision due to ceramic insert fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.